Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical assistance due to high blood glucose on (B)(6) 2018 with blood glucose of 404 mg/dl at the time of the incident. The customer used the pump, manual injections, and was given intravenous insulin to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated the pump was taking longer to restart after a battery change. Troubleshooting was not completed. The customer had been hospitalized a few times in the past few months and they believe it was due to the pump. The insulin pump will be returned for analysis.